Manufacturer narrative:
Patient weight: asked but unavailable. Other relevant history, including preexisting medical conditions: asked but unavailable concomitant medical products and therapy dates: asked but unavailable. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, improper component placement and renal artery occlusion.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After device placement it was reported that final angiography imaging revealed that the patient's bilateral renal arteries were unintentionally covered by the trunk-ipsilateral leg component. It was reported that during balloon advancement the physician had experienced difficulty advancing the balloon due to the patient having a significantly tortuous aorta. Reportedly it was suspected that, when the balloon was pushed with force to advance, the balloon and trunk-ipsilateral leg component may have been pushed up together. Reportedly an attempt was made to treat the renal artery coverage and save the arteries. It was reported that the attempt did not succeed. Reportedly the physician opted to monitor the renal artery coverage. The procedure was completed. The patient tolerated the procedure.